Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, the patient reported that the tape was not sticking. The patient reports that set had been in use for the first 7 days and the next one hour. No further information available.